Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/11/2016 with the following findings: a review of the pump¿s black box revealed unusual voltage drops resulting in a cs 177 and cs 128 alarms. The battery compartment and cap were undamaged and able to fit and maintain electrical connection. The ez-prime steps were performed correctly. All currents draws were within specification. The ¿temperature¿ complaint was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board or to the continuous glucose module.